Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative observed system message (sm) [laser controller 12 volt power error. Laser functions will be disabled] upon starting up the system. The company service representative also observed that the laser footswitch was not being recognized. The nonconforming laser module and laser printed circuit board (pcb) breakout were replaced to resolve the issues. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser module and laser pcb breakout. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported prior to a procedure the endolaser was not working. There was no patient involvement. Additional information has been requested.